Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included loop electrosurgical excision procedure (leep on (B)(6) 2016cin iii/severe dysplasia.) On (B)(6) 2016, cervical dysplasia on(B)(6) 2016, colposcopy, breast tenderness, gestational diabetes and heart murmur. Previously administered products included for an unreported indication: acetaminophen, clindamycin, ibuprofen, famotidine and docusate. On(B)(6) -2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: hgsil. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received; new event- she did not undergo essure conformation test was added. Outcome of pregnancy was updated from not reported to live birth outcome unknown. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included loop electrosurgical excision procedure (leep on (B)(6) 2016cin iii/severe dysplasia.) On (B)(6) 2016, cervical dysplasia on (B)(6) 2016, colposcopy, breast tenderness, gestational diabetes and heart murmur. Previously administered products included for an unreported indication: acetaminophen, clindamycin, ibuprofen, famotidine and docusate. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: hgsil. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (no complications') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included loop electrosurgical excision procedure (leep on (B)(6) 2016 cin iii/severe dysplasia.) On (B)(6) 2016, cervical dysplasia on (B)(6) 2016, colposcopy, breast tenderness, gestational diabetes and heart murmur. Previously administered products included for an unreported indication: acetaminophen, clindamycin, ibuprofen, famotidine and docusate. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed in 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: hgsil. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs+mr received: events pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia added. Medical history, lab data, historical drugs added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.